Event description:
Nurse attempted to remove patient's flexi-seal fecal containment device, but was unable to pull the balloon down. When the syringe was attached to the balloon port, no fluid could be pulled out. Unit coordinator and nurse manager also attempted to remove fluid from balloon but were unsuccessful. Troubleshooting was performed including instilling a small amount of additional fluid, repositioning device, and looking for obvious causes of obstruction/kinking. Troubleshooting was unsuccessful. In the end, tubing to the balloon was cut to allow the balloon to passively drain and the device was safely removed. Patient was awake for the procedure and education was provided along the way to reduce anxiety. Device was saved and given to cns to be evaluated.